Event description:
During an ercp, a wilson-cook memory soft wire basket with filiform tip was used to capture a biliary stone. The initial report indicated the outer sheath of the basket was not in place. A wilson-cook soehendra lithotriptor cable was advanced over the bare basket wires to crush the stone. During rotation of the soehendra handle to crush the stone, resistance in handle rotation was experienced. Although handle advancement was difficult at this point, the user continued rotation. At this time, the basket wires broke both at the proximal end and at the location of the stone. The distal portion of the basket became free inside the pt, and was removed by laparotomy. The pt was reported to be in stable condition.